Manufacturer narrative:
H3: product analysis: as found condition: the pushwire was returned within the inner pouch, a biohazard bag and a shipping box. There was no braid or catheter returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was not confirmed, as the pushwire was returned without the braid and catheter. No damage was found with the pushwire. The root cause could not be determined. Possible causes include the use of the damaged catheter, and severe vessel tortuosity. Since the braid and catheter were not returned, any contribution of the braid and catheter to the reported issues could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the resistance was not determined. The cause of the system falling was determined to be related to vessel tortuosity. A continuous saline flush was administered and maintained as indicated in the IFU. The catheter was a phenom 27. Multiple pipeline devices were not being used when movement occurred. The pipeline was not implanted at the intended location. The device did not jump during deployment. The tip of the catheter was moved during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that catheter kickback occurred.

Event description:
Medtronic received a report that while pushing the device inside microcatheter resistance was felt, after reaching the internal carotid artery (ica) bifurcation, the entire system fell down. There was resistance in catheter. The resistance occurred in the distal section. The catheter was flushed as indicated in the IFU. The pipeline did not become stuck. The catheter was not damaged. The pushwire was not damaged. The case was abandoned. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured right middle cerebral artery (mca) aneurysm with a max diameter of 25 mm and a 18 mm neck diameter. The landing zone was 2.8 mm distally and 4.1 mm proximally. It was noted the patient's vessel tortuosity was severe.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.